Event description:
Would not lock into mics handpiece , surgical delay16-30 minutes, case type: tka.

Manufacturer narrative:
Follow-up #2 and final report submitted to update section PMA/510k.

Manufacturer narrative:
Follow-up #1 and final report submitted. Initial emdr (B)(4), was filed against catalog # 209063, complaint investigation was completed on catalog # 212480, supplemental edmr has been updated to reflect this update. Reported issue: would not lock into mics handpiece. Surgical delay-16-30 minutes patient was under general anesthesia. Case type: tka. Product history review: a review of device history records shows that on 03/11/17 49 devices were inspected and 9 devices were placed on: qt17-03-0045. A review of the data revealed that the non-conformances are not related to the failure alleged in this complaint. Complaint history review a review of complaints related to p/n 212480, lot number 35040217- 3500950 shows 15 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Tracking of complaints related to p/n 212480 will be tracked through trend request number 1191. Visual inspection: visual inspection could not be performed because the product was not returned. Dimensional inspection: dimensional inspection could not be performed because the product was not returned. Material analysis: material analysis could not be performed because the product was not returned. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. Conclusion: the failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened. Further investigation of the failure mode will be conducted on (B)(4).

Event description:
Would not lock into mics handpiece. Surgical delay-16-30 minutes. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Would not lock into mics handpiece. Surgical delay: 16-30 minutes. Case type: tka.